Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system consisting of two percutaneous leads and an ipg on (B)(6)2007. It was reported the pt could not establish communication with her ipg using either the charger or the pt programmer. The physician confirmed via fluoroscopy that the pt's ipg had flipped over the ipg pocket site; subsequently causing a loss of communication. The pt was scheduled to have ipg surgically repositioned. On the day of the procedure, pre-operative examination found that the device had flipped back to its original position. Although communication with the device was confirmed, the physician electively modified the device pocket surgically in an effort to make it smaller and prevent any future issues. The surgery was successful and the device remained in use. No additional info was available. No devices were explanted and returned to ans for evaluation. Follow-up on the pt found no further issues reported.